Manufacturer narrative:
No UDI information is available; the device was manufactured before UDI implementation. The investigation is ongoing. The conclusions will be updated in the next report.

Event description:
It was reported that the resident was assisted with a transfer from a wheelchair to the restroom using the sara stedy lift and sustained a fracture to the left heel. The device is serviced by the facility¿s maintenance department. After the incident, it was evaluated by facility staff, who did not find any malfunction. The customer was unable to determine the exact cause of the injury but indicated that it may have been due to staff error during the transfer.

Manufacturer narrative:
It was reported that the resident was assisted with a transfer from a wheelchair to the restroom using the sara stedy lift and sustained a fracture to the left heel. The device is serviced by the facility¿s maintenance department. After the incident, it was evaluated by facility staff, who did not find any malfunction. The customer facility conducted an internal investigation to establish the cause of the injury; however, it was inconclusive as to the exact cause of the injury. The customer suggested that a potential staff error during the transfer process may have contributed to it. This cannot be confirmed based on the information currently available. The sara stedy instructions for use (001.20815) include step-by-step guidance for performing transfers in accordance with recommended procedures. In summary, the arjo lift was used during a patient transfer when the incident occurred and from that perspective it played a role in the event. No malfunction was found during the device evaluation. The complaint was deemed reportable due to the patient sustained heel fracture (serious injury).